Event description:
The event involved a 94" (239 cm)appx 7.0 ml, 10 drop blood set w/200 micron filter, dual check valve, clave¿, 200 micron filter, luer lock where it was used during a blood transfusion on a baby using push pull blood tubing. At first, check blood noted to be slowly infusing into extension set on piv. At one hour mark writer noted blood had not moved further into piv and extension set was only infused halfway with blood. Blood infusion instead noted to be flowing back up into blood bag through the one-way valve. Blood did not reach baby and instead was infusing back into blood bag. Blood tubing changed out to straight tubing and infusion restarted. There was patient involvement but no patient harm.

Manufacturer narrative:
Complaint of under delivery/slow flow without pump cannot be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history report (DHR) on the lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.